Event description:
It was reported a device was used during a sigmoid colon resection. The resident fired the device through an incomplete firing stroke, leading to a failed anastomosis. The case was completed with hand suture.